Event description:
Reportedly, the subject pacemaker was replaced. It showed a premature discharge of the battery without any particular reason and all parameters and tests on the leads were within normal values ranges but the pacemaker reached the recommended replacement time in less than 4 years. It was reported also that with the new device, the impedance of both catheters was less than 300 ohms. Both catheters were then unscrewed and reconnected. This time only the ventricular lead showed a impedance less than 300 ohm. The leads were then inspected with x-rays and the images showed that both catheters have a discontinuity close to the patient¿s shoulder. A new lead was also implanted to this new device. Physician wants to know if it is possible that the premature battery depletion was due to the leads and if yes, why the pacemaker didn¿t show any problems connected to leads impedance during standard follow-ups. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject pacemaker was replaced. It showed a premature discharge of the battery without any particular reason and all parameters and tests on the leads were within normal values ranges but the pacemaker reached the recommended replacement time in less than 4 years. It was reported also that with the new device, the impedance of both catheters was less than 300 ohms. Both catheters were then unscrewed and reconnected. This time only the ventricular lead showed a impedance less than 300ohm. The leads were then inspected with x-rays and the images showed that both catheters have a discontinuity close to the patient¿s shoulder. A new lead was also implanted to this new device. Physician wants to know if it is possible that the premature battery depletion was due to the leads and if yes, why the pacemaker didn¿t show any problems connected to leads impedance during standard follow-ups. The subject device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was replaced. It showed a premature discharge of the battery without any particular reason and all parameters and tests on the leads were within normal values ranges but the pacemaker reached the recommended replacement time in less than 4 years. It was reported also that with the new device, the impedance of both catheters was less than 300 ohms. Both catheters were then unscrewed and reconnected. This time only the ventricular lead showed a impedance less than 300ohm. The leads were then inspected with x-rays and the images showed that both catheters have a discontinuity close to the patient¿s shoulder. A new lead was also implanted to this new device. Physician wants to know if it is possible that the premature battery depletion was due to the leads and if yes, why the pacemaker didn¿t show any problems connected to leads impedance during standard follow-ups. The subject device will be returned for analysis.